Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the freestyle libre 3 plus continuous glucose monitoring (cgm) sensor had come off. The user¿s blood glucose (bg) was elevated at 317 mg/dl after eating and making a meal announcement. The agent instructed the user to manually enter bg readings into the ilet while in bg run mode to maintain insulin delivery and advised consulting their care team if backup therapy was needed. Bg was corrected through ilet insulin delivery. The highest blood glucose (bg) recorded was 317 mg/dl. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.